Event description:
It was reported a patient reused an extension line during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was treated with vancomycin intraperitoneally (ip) (dosage and frequency were not reported) and fortaz ip (dosage and frequency were not reported). On a later date, the patient experienced difficulty breathing and weakness from an unknown cause and was admitted to the hospital. The patient was intubated due to difficulty breathing. On the same day, pd therapy was withdrawn and the patient was transferred to hemodialysis. The patient was recovering from peritonitis, weakness and difficulty breathing. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13c21039 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of this peritonitis was use error described as reuse of single use supplies. A labeling review found that all printed pouches for disposable products intended for single use are labeled with "this device is intended for single use only". A formal review of the label for the product family will be conducted. If there is any further relevant information from that review or additional information is received, a supplemental medwatch will be filed.